Manufacturer narrative:
E1-initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an image blackout. The issue occurred during reprocessing. There were no reports of patient involvement.